Event description:
It was reported, the patient was recharging more than expected. It was noted, the battery would not hold the charge longer than thirty-six hours. It was reported that three to four months prior to call, the patient started charging every five days instead of seven. It was noted, the frequency increased to every other day in the month prior to call. It was reported, it took three hours to charge. It was noted, the device was not helping with pain and the patient increased stimulation two months prior to call. It was reported, the patient only got relief for a couple of hours and then the battery started to die and the patient was in pain. It was reported, the patient¿s stimulator was being replaced with a non-rechargeable. It was noted, the patient was a quadriplegic and had difficulty recharging. It was reported, the patient had stimulation and no complaint about therapy. It was reported, the patient required the help of their aide to charge, but it was difficult as the patient was in a wheelchair. It was noted, the patient¿s device could not be read as the patient did not charge and the device was dead.

Manufacturer narrative:
Product ID 3998, lot# va05bej, implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension (B)(4).